Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was received in poor condition. The water tank was filled, and the unit was fitted with a temp-check. The unit was then powered on. The customer reported product problem was confirmed. A damaged micro-switch caused the issue. The micro-switch was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that a smiths medical fluid warmer alarms at power up.